Manufacturer narrative:
(B)(4). This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Citation: hernia. 2012; 16: 29¿32. Doi: 10.1007/s10029-011-0855-4. (B)(4).

Event description:
Title : long-term quality of life after hernioplasty using a prolene hernia system in adult inguinal hernia. Most surgeons favor the use of a mesh for open inguinal hernia repair as it has a low recurrence rate. Procedures used most frequently are the lichtenstein method, mesh plug repair, and the prolene hernia system (phs; ethicon). In this retrospective study, results from inguinal hernia repair with the phs in a regional training hospital were analysed. A total of 30 primary inguinal hernias (age range: 22 to 55 years old; 28 male and 2 female patients) were treated with phs. During the procedure, the phs was placed with the underlay covering the entire myopectinal orifice (mpo). The onlay extracted, fixed around the spermatic cord with vicryl (ethicon) and fixed medial with vicryl (prolene during the first 6 months; ethicon). Reported complications included recurrence (n-1), hematoma (n-1) which required re-exploration, wound infection (n-2), wound discharge and no mesh removal was necessary, discomfort from hypaesthesia (n-7), and persistent pain (7.7%). In conclusion, phs hernia repair has been shown to be an appropriate technique for both primary inguinal hernias in a regional training hospital for surgeons with different levels of expertise. In the authors opinion, the medium-size phs has only a small range of safe use in adult males. Fixing of the phs device with non-resorbable sutures should also be avoided.